Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. The medical records allege, bard g2-x filter was deployed at l2-l3 level below the renal veins in a patient with deep vein thrombosis and pulmonary embolism. Approximately, seven months and seventeen days of post deployment, the patient presented with complaints of abdominal pain. Around, two years six months later, the patient presented with chest pain. Radiograph of the chest showed an inferior vena cava filter was partially visualized. Around, five years and seven months later, computerized tomography-abdomen/pelvis was revealed that positive for caval perforation. Grade 3 perforation of 6 o'clock leg and 7 o'clock strut to abut l3-4-disc space. Grade 3 perforation of the 8 o'clock strut to abut the right psoas muscle. Grade 2 perforation of the 2 o'clock strut 0.97cm and the 4 o'clock strut 1.24cm. Grade 3 perforation of the 5 o'clock strut to abut l3-4-disc space as well (series 2, image 45). There was 15.88 degrees coronal and 9.52-degree sagittal tilt. Apex of filter abuts right anterior wall of inferior vena cava. There was migration. Apex of filter was 3.44cm below the left renal vein confluence. No definite fracture or missing struts identified. Around, twenty-eight days later, the patient presented in emergency department complaints of lower abdominal pain as well as right leg pain. A computerized tomography-abdomen/pelvis with contrast showed inferior vena cava filter with superior portion tilted to the right, struts of the inferior vena cava filter extend beyond the margins of the inferior vena cava without acute inflammatory changes or fluid. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter tilt and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the inferior vena cava with l4 interaction (leg between aorta and vertebral body).the device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.